Event description:
In 2008, the lay-user/reporter/health care professional contacted lifescan (lfs) on behalf of the lay-user/patient alleging that the one touch ultra meter is giving inaccurate high readings. This medical affairs specialist contacted the reporter to obtain/clarify more information twelve days later. The reporter is conducting glucose tolerance test on patients for clinical research studies. It is not clear as to what kind of clinical environmental/institution the reporter was calling for or if the patient received diabetes treatment for the clinical research. The reported issue started on the event date, at 12:55pm (pst). The reporter indicated that the patient's symptoms were not correlating with lfs meter reading and decided to do a correlation test. The patient was doing a lab to meter correlation and reported blood glucose results of "119, 103, and 112mg/dl" with a lifescan meter and "108, 88, and 84 mg/dl" respectively on a laboratory device, performed within 10 minutes of each other. Between the tests there was no intervention that would be expected to change the blood glucose. Based on statistical methodology, 2 out of the 3 calculated differences of these glucose results does not exceed lifescan's criteria for accuracy. The reporter stated that some patients within the hospital institution have had symptoms described as "shaking and nervous" from time to time after obtaining an alleged inaccurate high reading. The reporter did not have detailed information about the patient, any specific incident, treatment, and lfs meter readings. During troubleshooting, the customer care advocate verified that the unit of measurement was correctly set to mg/dl, the puncture area was cleaned appropriately, the testing technique was correct, and the reported readings did not match in the meter's memory. This complaint is being reported because the reporter claimed that some patients became hypoglycemic after receiving "high" results on the reported meter. Replacement products were sent to the reporter.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.